Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a problem with their device around the end of (B)(6) where it was shocking them. The patient reported they were due to an unrelated surgery on (B)(6), and their doctor told them to turn it off and to contact the office after, so they could get the device removed. The therapy was confirmed to be off on the call. The patient was redirected to their healthcare provider. No further complications were reported.